Event description:
The hcp reported that following implant of a new drug delivery pump, the pt experienced overdose. The pt had previous pump turned off in 7/2005, as the catheter was not in the intrathecal space. The pt had been requiring 25 mg/day of dilaudid without relief of pain. The pt underwent back surgery at that time. In 2006, the pump was explanted and a new device was implanted. The dose was restarted at 1.5 mg/day of dilaudid and the pt became oversedated. The pt was transferred to the intensive care unit for monitoring. A second overdose episode then occurred. The dose has been decreased and is currently at .25 mg/day of dilaudid. The pt remains hospitalized, but is improving.